Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure a faradrive steerable sheath clear was selected for use. When doing the ablation of pulmonary veins, it was noticed that the anatomy was complex. The physician manipulated the sheath a lot, turning it to find the pulmonary vein and position it well. But during the procedure, the irrigation tube of the sheath was constrained, and the sheath was no longer irrigated. The procedure was completed successfully with the original device. No patient complications were reported. The device is not expected to be returned.